Manufacturer narrative:
No service requested by the customer. We have not received any parts, logs or any visuals. According to the information received from our fse (field service engineer), the source of the water into the gas module was the water from the hospital's gas supply. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The root cause is attributed to the faulty gas supply in the hospital.

Event description:
It was reported that water entered to the oxygen module of the ventilator due to faulty hospital gas supply. The patient involvement is unknown. Manufacturer ref.#: (B)(4).